Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.00/+2.00/x098. (B)(4). A lens work order search revealed no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -13.00/+2.00/x098 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Excessive vault and shallow chamber was noted. The lens was explanted and exchanged for a shorter lens. This resolved the problem. Post-op visit on (B)(6) 2015; ucva was 20/13.